Event description:
It was reported that the patient had had "problems with her back start up again and recharged her implantable neurostimulator (ins) completely." Her patient programmer (pp) was showing the poor communication screen with and without the antenna attached. The pp would not interrogate. The patient was in a lot of pain, she was not using her device for a little while due to feeling better, and now her back was giving out again so she wanted to use it. Her back has been hurting for the last 3 weeks. It was further reported that the patient received the replacement pp, was still getting poor communication. The patient was unable to adjust stimulation or communicate with pp. It was stated that the patient felt there might be something wrong "internally" with the ins. It was stated that last night she was only seeing the poor communication/reposition antenna screen. The recharger worked fine. When she recharged she was able to charge the ins just fine, but if she tried to turn the stimulation on with the implantable neurostimulator recharger (insr), it did not work, she did not feel it. The patient was in pain as a result of the fact that she could not turn the stimulation on. This pain began a couple days ago. It was later reported that the stimulation essentially just stopped approximately two weeks ago. She last successfully charged two weeks ago. It was noted that the patient had lost 50 lbs recently and it was believed the device might have flipped. The device was located in the buttock and "that area seemed loose now (as far as the implant went)." The reporter was unable to connect to the implant via insr, clinician programmer, or pp. The analysis later found that the antenna jack had a cracked solder joint. The bottom case assembly was worn and the face plate was scratched. It was then reported that the battery was overdischarged. It was possible to restart it and the patient was able to charge the battery. The stimulation was then back on with excellent pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).